Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 28jan2020.

Event description:
The customer reported the unit does not recognize a battery. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the report that the device failed to recognize the battery. The fse replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned, and functionally tested and no other abnormality was found.